Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire separation requiring surgical intervention to prevent permanent impairment/damage. Device issue: guide wire separation. It was reported that the whisper guide wire was being used to treat a circumflex lesion. A second unk guide wire was in place and balloon catheter was advanced over the whisper guide wire. The lesion was pre-dilated. Upon removal of the balloon catheter there was resistance noted and so the whisper guide wire and the balloon catheter were removed as a single unit. After removal of the devices, fluoroscopy revealed that approx 8 to 9 inches of the guide wire remained in the pt coronary artery. The whisper guide wire portion that was removed with the balloon catheter revealed that the guide wire was frayed at the location where the guide wire core had separated. Many different techniques were used to try to remove the portion of the guide wire that remained in the pt, which included the use of a snare device. However, these attempts were all unsuccessful. The pt was taken to surgery and the separated portion of the guide wire was successfully removed. Reportedly, the pt is doing well. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Historical data shows that guide wire tip damage of this nature may happen when the core (or shaping ribbon) is subjected to torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core (or shaping ribbon) was exposed to forces consistent with those applied through the torquing and manipulation. A guide wire being over torqued while the tip is trapped within the anatomy or another device can intensify these forces. However, because the guide wire used in this case was not returned, a definitive root cause for the guide wire separation cannot be determined.